Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery (anterior lumbar interbody fusion and posterior lumbar fusion surgery) on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a transforaminal and posterolateral approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2014, the patient underwent her second spinal fusion surgery on the lumbar region of her spine from vertebrae l2 to l4. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2015, the patient underwent her third spinal fusion surgery on the thoraco-lumbar region of her spine from vertebrae t12-l2. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). It was reported that on (B)(6) 2015, the patient underwent an unspecified revision surgery. As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic low back pain with radiculopathy into both legs. Reportedly, the patient experiences difficulty walking and uses a walker to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with prior lumbar laminectomy, right l4-5. Multilevel spinal stenosis, l4-5, l5-s1. Degenerative lumbar scoliosis and underwent the following procedures: redo decompressive lumbar laminectomy and foraminotomy, bilateral l4-5. Decompressive lumbar laminectomy and foraminotomy, bilateral, l5-s1. Posterior spinal fusion, l4-5, l5-s1 posterior segmental spinal instrumentation. Transforaminal lumbar interbody fusion, l4-5, with 10mm x 33mm cage. Left iliac crest bone graft, separate fascial incision, fusion supplemented with bone morphogenic protein. As per op-notes,¿ the lateral recess tamponaded with thrombin-soaked gelfoam. Dura was intact. There were no tears. We then completed the fusion, 2 quarter-inch rods were cut to the appropriate length and contoured with the in situ benders. Rods were then placed with a bit a compression applied on the left at l4-5. The decortication was then completed. The remaining bmp sponges were placed and overfilled with autologous bone graft supplemented with cancellous allograft. Good fill was achieved. Dura was covered with fresh piece of gelfoam. All mechanical connectors were double checked and fully tightened.¿ the patient tolerated the procedure well without any intraoperative complications.